Event description:
The report received from the e-select database indicated that the indication for the interventional index procedure was an acute st-elevation anterior wall myocardial infarction (ami). The onset of pain was reported to be greater than or equal to 72 hours (=>72 hours) before the procedure. The patient was reported to have one-vessel (1) disease and three (3) lesions were treated during the index procedure. The target lesion was the distal left anterior descending (lad) coronary artery (lesion # 1-2). After implantation of a cypher select 2.5 x 8 mm stent at 10 atm, a distal apical dissection was noted. The dissection was treated by implantation of an additional cypher select 2.5 x 8 mm stent of the same lot number at 10 atm in overlapping fashion. The event severity was reported to be moderate and was not a serious adverse event (sae). The relationship of the event to the device was unrelated and highly probably to the procedure. The outcome information was reported to be complete and the event was resolved without sequel. The patient was discharged four (4) days after the procedure.

Manufacturer narrative:
Lesion #1-1: the target lesion is the mid lad. The lesion is reported to be: de novo, 2.5 mm vessel diameter, 12 mm in length, a 90% stenosis, not ostial/bifurcation or total occlusion, a readily accessible proximal segment, not angulated, little or no calcium, thrombus present, and type b1. The lesion was not pre-dilated. A cypher select 2.75 x 13 mm stent was implanted electively at twelve (12) atm. The stent was not post-dilated. The residual stenosis was 5%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. There was no reported complication or device deviation during the procedure. Lesion #1-1: the target lesion was the distal lad. The lesion was reported to be: de novo, 2.0 mm vessel diameter, 8 mm in length, a 90% stenosis, not ostial/bifurcation/or total occlusion, a readily accessible proximal segment, heavily calcified, absent of thrombus, and type b1. The lesion was not pre-dilated. A cypher select 2.5 x 8 mm stent was implanted electively at 10 atm. A satisfactory result was obtained. The stent was not post-dilated. The residual stenosis was 5%. The flow pre and post-procedure was timi 3. Please note that device is distributed outside the united states, however it is similar to the united states product. This is one of two devices with the same catalog/lot number used during the index procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.